Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient's implantable neurostimulator (ins) wasn't working and she thought the battery had gone bad. She replaced the batteries in the patient programmer (pp) and pressed the therapy on icon but therapy didn't turn on. During the call it was reviewed how to use the pp to sync with the implant and the patient reported the setting was on group a. The therapy on button was pressed but the therapy icon/thunderbolt didn't appear on the pp screen. It was confirmed the patient was seeing the therapy icon and pp battery icon on the pp screen. It was reviewed that the pp did not show the ins icon battery level on the pp screen for a non-rechargeable device; the pp was functioning as intended. At the time of the call she could not see the codes on the pp screen. The patient stated sometimes the implant would work and sometimes it didn't. She didn't use therapy often and only used therapy once or twice in three years because she did not have pain. When she had used it occasionally in the past few years it worked fine. It was in the past two weeks prior to the report sciatica returned but the battery didn't work when the patient tried to use it. At the time of the report she wasn't feeling stimulation. The patient was going to be having a hip replacement and her sciatic pain was back. She was having hip pain, all kinds of different pain, and pain going down the legs. After the patient contacted the manufacturer the manufacturer's representative (rep) called the patient and they had an appointment scheduled with the doctor who did the implant the following week. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.